Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and it appeared the device was depleting faster than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this subcutaneous implantable cardioverter defibrillator (s-ICD). The device recorded a battery depletion alert. Technical services (ts) reviewed the device data and it appeared the device was depleting faster than expected. Device replacement was recommended. This device was subsequently explanted and successfully replaced. No adverse patient effects were reported.